Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. (B)(4). Pending evaluation.

Event description:
It was reported to resmed that a patient experienced dyspnea, painful breathing and urticaria within 30 minutes of using a new airfit f30i mask. The patient was transported to the emergency department and diagnosed with an anaphylactic reaction most likely due to the mask. The patient has recovered from the incident.

Manufacturer narrative:
The mask was returned to resmed for an investigation. Visual inspection of the mask did not reveal any visible anomalies. The user guide for airfit f30i provides the following warning ¿ ¿discontinue using this mask if you have any adverse reaction to the use of the mask, and consult your physician or sleep therapist¿. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient experienced dyspnea, painful breathing and urticaria within 30 minutes of using a new airfit f30i mask. The patient was transported to the emergency department and diagnosed with an anaphylactic reaction most likely due to the mask. The patient has recovered from the incident.